Event description:
General report received of an unspecified number of undocumented incidents of patients receiving less medication than intended. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no add'l information was provided.

Manufacturer narrative:
Upon receipt of the device, testing and investigation could not be performed due to a constant audible alarm condition. Repairing the device would affect testing results; therefore, further testing could not be performed.